Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an infusion of "premeds" (not chemotherapeutic agents) finished and when the nurse was taking down the infusion set from the pole, the tubing separated at the port near the patient where it was supposed to be bonded. There was no fluid that leaked. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer provided a picture with an arrow pointing from the tubing to the smartsite inlet port where it appears the tubing was separated. The root cause of this failure was not identified.